Event description:
It was reported by the patient that the patient experienced a shock from an electric fence and has not "felt well" since; the patient has been tired and experiencing fluid build-up. The patient saw a physician, but did not discuss the shock from the electric fence and the physician prescribed a "fluid medication." The patient reports still not feeling well and one week has elapsed. The patient was encouraged to discuss the shock with the physician and the device remains in use. Requests for additional information from the physician on file revealed that the clinic does not have the patient name on record. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.